Manufacturer narrative:
B5: additional information: no patient involvement was reported. D10: updated h3: updated h6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: b5: it was reported that a top case, plunger head, travel coarse error occurred.

Manufacturer narrative:
Other text: device evaluation: one device was received. Visual inspection showed chipped top case corners, bottom case cracked by l-bracket, missing plunger case seal and missing battery. Right plunger case screw post broken, cracked left plunger case. Plunger board connector for the force sensor was broken off. The event history log showed a travel coarse error-check clutch/plunger lever. The top case and both plunger cases were physically damaged. The damage was caused by the customer mishandling the device. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that during a returned order service it was determined that there was no power, the plunger head, barrel, clamp and forces sensor were not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.